Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient thought she may have had a stroke/mini stroke during the night. It was reported that "something" happened overnight and the patient had trouble getting around this morning. The patient programmer displayed the "replace patient programmer battery" screen. The batteries were changed and both stimulators were on and noted to be ok. The patient had not called their doctor at the time of the report, as she wanted to make sure the devices were on and the batteries were ok. The patient planned to contact their doctor. Additional information was requested; if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), implanted: (B)(6) 2012. Product type: programmer, patient: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3389s-40, lot# v893288, impl anted: (B)(6) 2012. Product type: lead: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3389s-40, lot# v902325, implanted: (B)(6) 2012. Product type: lead. (B)(4).